Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction issue. The pump delivered 30 units of insulin during the load step. In addition, the pumped failed to display a "no cartridge detected" warning during the incident. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings: a review of the black box indicated loss of prime warnings had occurred. A rewind, load, and prime sequence was performed successfully with no alarms occurring. The force sensor was found to be out of calibration and the force resistance measurement was out of specification. Investigation revealed a dimpled force sensor shim, and contamination on the force sensor assembly. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. (B)(4).